Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of heart failure related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of heart failure related to a CPAP device's sound abatement foam. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the control knob and sd card cover were missing. Manufacturer observed a small scratch on the ui panel, top cover and bottom enclosure. Dust-like contamination was observed on the top cover, right side panel, blower cap, and in the bottom enclosure. Dried liquid spots were observed on the blower housing in front of the blower outlet bellow and on the bottom of the blower motor. Manufacturer observed potential sound abatement foam stuck to the bottom of the blower housing. Manufacturer confirmed the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.